Event description:
It was reported by svc report that the brakes would not disengage on the head end of the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: brake adjuster.